Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. The patient was elevated to status 2 on the transplant list due to device infection. The pump was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 20¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. Mlp-012741 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.